Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed repeated no deliveries. The customer's blood glucose level was 400 mg/dl at the time of the call. The customer was hospitalized for high blood glucose three years ago. The customer declined troubleshooting the issue. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting but the call was disconnected twice. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.